Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post implant follow up. Device interrogation revealed high capture thresholds and intermittent sensing due to dislodgement on the atrial lead. An x-ray was performed to confirm the dislodgement. The lead was explanted and replaced. The patient condition was stable.